Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to multiple issues with a non-tandem infusion set. Reportedly, the infusion set cannula was not properly inserted into the customer's skin. There was no reported impact to the customer¿s blood glucose level. Additional information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. The infusion set manufacture and brand was not provided.